Event description:
It was reported that during a coronary stenting treatment procedure, shaft fracture occurred. Access was obtained via the femoral artery. The 80% de novo, eccentric, 20 x 3mm target lesion which was located in the non tortuous and moderately calcified left anterior descending and mid left circumflex coronary arteries. While advancing the 20 x 2.75mm taxus liberte mr stent delivery system to the lesion, the physician encountered resistance and the shaft fractured. The physician used an unspecified balloon catheter and inflated it to 14atms for 12 sec to predilate the lesion and implanted a 3 x 38mm and a 3 x16mm taxus liberte stents to complete the procedure. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, shaft fracture occurred. Access was obtained via the femoral artery. The 80% de novo, eccentric, 20 x 3mm target lesion which was located in the non tortuous and moderately calcified left anterior descending and mid left circumflex coronary arteries. While advancing the 20 x 2.75mm taxus liberte mr stent delivery system to the lesion, the physician encountered resistance and the shaft fractured. The physician used an unspecified balloon catheter and inflated it to 14atms for 12 sec to predilate the lesion and implanted a 3 x 38mm and a 3 x16mm taxus liberte stents to complete the procedure. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: analysis of the returned device revealed hypotube kinks and tip damaged. A visual and microscopic examination found that the hypotube had broken approximately 190mm distal from the catheter's strain relief. Several kinks were identified along the length of the hypotube. A kink was noted in the tip of the device 4mm proximal from the tip of the device. The crimped stent and the balloon of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).